Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was initially reported that the pt fell on (B)(6) 2009 and damaged the system. The device was replaced. The pt had discomfort at the site and the device was moved from the right side to the left side. The device worked well until the pt fell again and had the device replaced (B)(6) 2010. It was further reported that the pt had a possible connection or wire fracture. The pt was scheduled for battery replacement due to low battery. It was noted in the device registration system that the device was replaced on (B)(6) 2010. Of note, the device registration system did not include previous device replacements.